Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation showed the device has a crack at the middle of the device. Crack runs front the edge to almost the middle hole at the front of the device. The side of the devices there are also scratch. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 12/8/2021, it was reported by a sales representative via sems that an ar-603-a608 tibial bearing cracked. This was discovered during a tka procedure on (B)(6) 2021. Surgeon used thicker device to complete case without further issues.